Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cs300 intra-aortic balloon pump (iabp) generated a fiber optic sensor failure message. The staff switched to the transduced central lumen successfully. Eventually they removed the iab on (B)(6) 2022 as planned. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Manufacturer narrative:
Updated field(s): describe event or problem. Device evaluation: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The extender and pressure were also returned. A kink was found on the catheter tubing approximately 36.3cm from iab tip. Additionally a second kink was found on the catheter tubing and inner lumen 41.9cm from iab tip. A sensor output test was performed and the sensor was found to be within specification. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint (B)(4).

Event description:
It was reported that after approximately seven days of intra-aortic balloon (iab) therapy, the cs300 intra-aortic balloon pump (iabp) generated a fiber optic sensor failure message. The staff switched to the transduced central lumen successfully. Eventually they removed the iab on (B)(6) 2022 as planned. There was no patient harm or adverse event reported.